Event description:
On 02/18/2000, the senior legal assistant for the MFR's previous owners informed the present MFR of the following: the device was implanted in 1996 at a hosp. X-rays (specific date and place not known) demonstrated "pinch-off" of the left subclavian device as it passes between the clavicle and 1st rib. On 07/16/1997, x-rays showed separation of the device. The MFR's rep asked if the device in question was available to be returned to the MFR for analysis. The senior legal assistant stated that the exact details were not known at the time of this contact because the attorneys were in possession of most of the paperwork. The senior legal assistant would contact the MFR with additional info when received. On 03/01/2000, the MFR's rep received a fax from the former owner's senior legal assistant stating the pt's name, catalog/lot number of the device in question, implant/explant dates, implant/explant/x-ray facility's name/addresses and the names of the implant/explant physicians. Additionally, it was stated that no info was available as to whether the device in question was available for analysis. No further details were provided.